Event description:
It was reported that the patient was connected to the ventilator while in standby mode and ventilation was not initiated by the user. The ventilator remained in standby mode, and the patient subsequently experienced a transient cardiac arrest reportedly due to hypoxia. Ventilation was then started and return of spontaneous circulation was achieved within a few minutes. The final patient outcome was reported as no harm. Manufacturer¿s ref #: (B)(4).